Event description:
In 2007, it was reported to boston scientific corporation, that during an endoscopic retrograde cholangiopancreatography on a female patient, using a jagwire, "the tungsten layer got separated from the inner core and the core was left behind in the patient's pancreatic conduct." The physician was unable to retrieve the guidewire tip and, subsequently, elected to administer antibiotics "in case of infection." The physician successfully completed the procedure with another jagwire precursor. The patient's condition was reported as "stable." Note: the jagwire does not contain a "tungten layer," rather, the guidewire tip is comprised a pebax tip (80% tungsten blend).

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review product evaluation, and complainant trend analysis are in progress; results will be provided in a follow-up medwatch report.